Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 392 mg/dl. It was stated that the customer was getting no delivery alarms prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the prime test. The caller did not have a tubing clamp for the high pressure test. The caller requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.